Event description:
Red status indicator & low battery. No patient involved.

Manufacturer narrative:
Failed -ve terminal pogo pin. Although no electrical fault was measurable by the time of investigation, disassembly of the pogo pin revealed that its spring had partially collapsed on one side, which had resulted in reduced spring length.

Event description:
Red status indicator & low battery. No patient involved.